Manufacturer narrative:
Of the 37 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to mechanical assembly fault. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 37 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 72 and 220 pounds. Of the reported patients, 14 were male, 22 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of cs 064 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.